Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that pt suffered physical injuries and damages. Further, the plaintiffs have sustained in the past, and will sustain in the future, pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, embarrassment and humiliation, psychological injury, a reasonable and traumatic fear of an increased risk of additional injuries, progression of existing conditions, and other serious injury and loss. No further info has been provided.